Event description:
It was reported that following a cardiac ablation procedure, a patient developed postinterventional respiratory failure with respira tory acidosis, evidenced by increased partial pressure of carbon dioxide (paco2) to 95 mmhg and a ph of 7.066 on blood testing. The was transferred to a heart failure unit and demonstrated a persistent catecholamine requirement, with a vasopressor administered in travenously. The catecholamines were successfully tapered over time. It was also reported that when the pressure bandage was removed, the patient had active bleeding in the right groin with an extensive hematoma and swelling.  A duplex ultrasound revealed a high s uspicion of arterial perfusion of the hematoma, and computed tomography angiography confirmed active bleeding from the right "afs." The patient underwent exposure of the right groin, ligation of the bleeding tributary of the arterial sinus, hematoma evacuation, and irrigation. Drains were removed two days later, and the wounds remained normal throughout.  A follow-up duplex sonography showed unremarkable findings. The event resulted in prolongation of the existing hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.